Event description:
The issue of an unresponsive touchscreen was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset process, ensuring proper pump function and confirming the successful completion of a touchscreen test.